Manufacturer narrative:
Based on a review of the bec records for this case, this report was originally submitted on 11-22-2011. It is being submitted with the information originally reported at that time on the basis of an FDA inquiry received by bec on 10-09-2019 stating that there is no record of the original report being submitted. Beckman coulter inc internal identification number is (B)(4).

Event description:
The customer reported wbc and hgb parameters were high on controls. No erroneous results were reported out of the laboratory. While troubleshooting, a fluid leak was found at the area of lyse pump on the beckman coulter ¿ coulter ® lh 750 hematology analyzer. Insufficient lyse s iii delivered to bath may cause erroneous wbc and hgb. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment are associated with this event. Customer technical specialist (cts) assisted tech in replacing tubing (containing lyse s iii) to correct leak. Improper lysing will affect wbc and hgb results. Root cause for the leak was the tubing that the customer replaced.